Event description:
The catheter was leaking.

Manufacturer narrative:
(B)(4). Customer returned two - 2-l catheters and two swg assemblies. One of the swg was a 130cm guide wire and the other swg was the 45cm guide wire. During investigation of tc 1900066646, a hole in the catheter body was found in one of the two catheters. For this investigation, this damaged catheter will be investigated. Visual inspection of the catheter revealed the catheter to be cut short, also small holes can be seen just under the juncture hub. Microscopic examination confirmed the holes which appear consistent to when the catheter is stabled or sutured. The holes in the catheter body start at 4mm below the juncture hub and continue until 20mm. The overall length the catheter was 13.5" which is not within specifications, indicating that the catheter is cut. The catheter outer diameter measured within specifications. The returned catheter had both lumens flushed with water. When doing so, the catheter revealed a leak in the catheter body just below the juncture hub. The leak in the catheter body only occurred when flushing the distal line. The proximal side functioned as expected. A device history record review was completed with no relevant findings. The IFU provided with this kit warns the user "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leak from the catheter body was confirmed through visual and functional evaluation of the returned sample. The catheter body was leaking from a few small holes just below the juncture hub when injecting water through the distal lumen. The appearance of the holes was consistent with damage caused by contact with a sharp instrument (i.e. Stables or sutures). A DHR review was completed with no relevant findings. Based on the condition of the returned sample, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The catheter was leaking.